Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type catheter pro duct ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump, receiving morphine with a concentration of 30 mg/ml and dose of 28 mg/day. It was reported that patient started complaining of withdrawal symptoms to hcp a few weeks after catheter revision. Hcp managed by increasing pump. Patient was still saying he was not well and patient was brought in today (B)(6) 2021 for catheter dye study and rep were asked to be there. Read logs on the pump. There were no motor stalls or anything suspicious to be reported. Did a dye study and catheter aspirated 3 cc with no issue. Did a motor/roller study and while bolus being delivered the roller appeared to move. Looked back at old telemetry and appears that reservoir volume was only slightly off at last refill. Did notice that patient was on a dose of approximately 12mg prior to catheter revision. Patient dose was now approximately 2.8mg. Hcp increased dose and planning to do a refill next week to check reservoir again. The issue was not resolved at time of report. Patient status at time of the report was alive - no injury. Additional information received stated that the volume discrepancy was on (B)(6) 2021. Patient had withdrawal symptoms because patient had to have his catheter replaced because it was kinked. Hcp wasn't sure how well he was getting it so hcp had to start patient off at lowest dose possible, and work up to what was his current rate. Hcp mentioned he was trying to prevent overdose. Hcp mentioned that the actual volume and expected volume at time of discrepancy was no that off but patient had withdrawal before system situation. Hcp instructed the patient to be seen at least once a week for one.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received by the company representative (rep) who reported that the issue has been resolved.